Event description:
It was reported that during a lap unknown procedure, the device loading was locked out at the 1st firing. The staple height was blue. Reinforcement material was not used. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Loading technique, cartridge damaged. The analysis found that one reload was received fully loaded with staples, locked and with the "doghouse" component of the cartridge damaged. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.